Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg for between 25 and 36 hours. The patient noticed the pain began during insertion. The site was swollen with purulent discharge and the size of the infection extended all over the pod site and had a dark reddish color. The patient visited the doctor's office called praxis 3 and was seen by dr. Piodraschke. The doctor prescribed the patient a cream for treatment. The patient does not recall the name of the cream that was prescribed. The pod has been discarded. The patient spent 3 hours at the doctor's office.